Event description:
It was reported that during an implant procedure, impedances of >4000 ohms were noted on electrode #0 on the lead implanted on the left side. It was decided to replace both the extension and the implantable neurostimulator (ins) but the high impedances persisted. The ins was going to be re-assessed the following day. The patient was programmed around the electrode and was reportedly going to be continuously monitored. The patient outcome was reported as recovered without sequelae. Additional information received reported that the patient experienced a headache described as a "persistent, dull, deep pain" following reprogramming on (B)(6) 2010. The patient was treated with two over-the-counter motrin medication and had relief. He also was hospitalized with suicidal thoughts on (B)(6) 2010 and was discharged the next day. The outcome from this event was reported as recovered without sequelae. In addition, the patient had slight tremor in his hands associated with activity not present at rest. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3391s-40, lot #v387340, implanted: (B)(6) 2010, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010; neurostimulator model 7428, serial #(B)(4), implanted: (B)(6) 2010; lead model 3391s-40, lot #v387340, implanted: (B)(6) 2010, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. This device was being used in a clinical trial noted as (B)(4). Analysis of neurostimulator model 7428, serial #(B)(4) showed no anomalies and had good, stable output observed when tested at the end of a known good extension. Analysis of extension model 7482a51, serial #(B)(4) showed no significant anomalies with acceptable continuity and no shorts seen.